Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported being hospitalized for diabetic ketoacidosis, with a blood glucose reading of 579 mg/dl. The customer did not mention any details prior to the event. The customer only stated that she received no delivery alarms a week prior to the event. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but the customer didn't have the tubing clamp for the high pressure test. The customer requested a replacement insulin pump. Nothing further was reported.